Manufacturer narrative:
Final analysis found that the insulation was abraded at 17.1 cm to 17.6 cm from the connector pin. The abrasions were consistent with exposure to constant friction against another implantable device.

Event description:
New information noted that the right ventricular and atrial leads were explanted and replaced. The patient was in stable condition before, during, and after the procedure.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: (B)(4). It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right ventricular - rv and atrial leads exhibited noise oversensing causing pacing inhibition. The rv lead was reprogrammed and the atrial lead will continue to be monitored. The patient experienced no consequences.